Manufacturer narrative:
The biomedical engineer reported that the multigas unit is used in the operating room (o.r.) And the staff said it stopped analyzing gas completely. No patient harm was reported. The biomed reported that by the time he was called up to the o.r. The device had been removed from the room and he was not informed by the medical staff if there was any error messages when this occurred. The device will be returned to nihon kohden for investigation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt # 1: 01/18/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 01/26/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3: 01/27/2023 emailed the customer via microsoft outlook for patient information: reply was received and the biomed stated "he cannot provide the patient demographic information or any other information on the event as the o.r. Was cleared by the time he got called to investigate the issue.

Event description:
The biomedical engineer reported that the multigas unit is used in the operating room (o.r.) And the staff said it stopped analyzing gas completely. No patient harm was reported. The biomed reported that by the time he was called up to the o.r. The device had been removed from the room and he was not informed by the medical staff if there was any error messages when this occurred. The device will be returned to nihon kohden for investigation.

Event description:
The biomedical engineer reported that the multigas unit is used in the operating room and the staff said it stopped analyzing gas completely. No patient harm was reported. The biomed reported that by the time he was called up to the operating room. The device had been removed from the room and he was not informed by the medical staff if there was any error messages when this occurred. The device will be returned to nihon kohden for investigation.

Manufacturer narrative:
Details of complaint: the biomedical engineer reported that the multigas unit is used in the operating room and the staff said it stopped analyzing gas completely. No patient harm was reported. The biomed reported that by the time he was called up to the operating room the device had been removed from the room and he was not informed by the medical staff if there was any error messages when this occurred. The device will be returned to nihon kohden for investigation. Investigation summary: customer reported that their device stopped analyzing gas completely. The complaint unit was returned and was evaluated by nk repair center. Nk repair center was unable to observe / duplicate the reported issue. Defect could not be confirmed. As a precautionary measure, the pump of the device was replaced. The software and firmware of the device were also updated. As the issue could not be duplicated, and there were no other issues on the device, the reported issue is unlikely due to device malfunction, but rather may be due to user error.